Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer¿s blood glucose level was unknown. The customer reported that they were having a hard time to get their audio button to go up. The customer reported that insulin pump went dead in 2-2.5. The troubleshooting was not performed. The insulin pump will be returned for analysis.